Event description:
A (B)(6) customer received a blood glucose reading of 4.9mmol/l on the contour next usb meter at approximately 5:00pm. He took his usual dose of 15units of humolog mix 25. The customer felt lightheaded and took 2 tablets of (B)(4). He passed out and at approximately 6:00pm he was in an ambulance on the way to the hospital. His blood glucose reading from the lab was 6.5mmol/l. He did not receive treatment. He was released at midnight. The test strips are expected to be returned for evaluation.

Manufacturer narrative:
(B)(4).